Manufacturer narrative:
Follow up 16-jun-2015: reporter did not provide further information. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who experienced pain since essure (fallopian tube occlusion insert) introduction and upon removal, it was noted that essure device had a plastic-appearing sheath over the intrauterine portion of the implant, interpreted as device breakage. The pain is serious due to required intervention and the device breakage is non-serious. According to essure's reference safety information, the pain is listed. Device breakage was assessed as listed upon receipt of the product technical analysis. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the patient had pain since essure placement. Considering that the presence of a foreign body in the fallopian tubes may cause pain, this pain is considered related to essure. This case is regarded as incident due to required intervention. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a nurse via regulatory authority (case# mw5038173) in united states on (B)(4) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2014. Essure lot number is b53652. The patient had started to report pain since the implant's introduction in 2014, leading to a removal surgery on (B)(6) 2014. Upon removal of left fallopian tube, the essure device was noted to have plastic-appearing sheath over the intrauterine portion of the implant. Follow up 24-feb-2015: ptc investigation results were provided. (B)(4). Final assessment: lot number provided b53652 is invalid. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product issue. Neither valid batch number nor complaint sample were available for further technical investigation. According to the rqu the referred lot number is invalid. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who experienced pain since essure (fallopian tube occlusion insert) introduction and upon removal, it was noted that essure device had a plastic-appearing sheath over the intrauterine portion of the implant, interpreted as device breakage. The pain is serious due to required intervention and the device breakage is non-serious. According to essure's reference safety information, the pain is listed and device breakage is unlisted. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the patient had pain since essure placement. Considering that the presence of a foreign body in the fallopian tubes may cause pain, this pain is considered related to essure. This case is regarded as incident due to required intervention. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. Further information is expected.